Event description:
The customer stated that when he opened a new carton of test strips, the cap on the bottle was open and test strips were loose inside the carton. No adverse events were alleged as the customer did not test with the strips. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned test strips to read an average of 37 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent. The complaint was initially missed by customer service. So it will be submitted past the 30 days window.